Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer's nurse reported via phone call the customer was hospitalized due to unknown reason, on unknown date with 177 mg/dl blood glucose level. It was stated that the customer was delivered with bolus of 1.7 unit. The device will not be returned for analysis.